Manufacturer narrative:
The customer¿s report of leaking at the filter was not confirmed. Functional and pressure testing showed no leaking at any of the components, tubing, or connections of the received set. The root cause of the reported leak was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the filter while infusing lipids at 0.78 ml/hr. The line was rechecked one hour later and was found leaking from "several locations." A new syringe of lipids was obtained for infusion. There was no report of any patient harm.

Manufacturer narrative:
Correction concomitant products: omit "8120" from initial report..